Event description:
It was reported that the pt presented to clinic for follow up. Upon visual inspection, pocket stimulation was noted. The pulse generator exhibited an error message. The device was resolved by reprogramming. The device remained implanted. The pt will continue to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.